Event description:
It was reported that the patient was experiencing pain at the ipg site. As a result, the patient underwent surgical intervention during which the ipg was repositioned, but the issue persisted. Further intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient did not undergo previous surgical intervention. Instead, the patient underwent surgical intervention on (B)(6) 2023 during which the ipg was repositioned with no complications.